Event description:
An endeavor sprint drug-eluting stent was implanted during a planned staged procedure. The investigator reported that a dissection occurred during implant (localized coronary perforation). Another MFR's stent was implanted for treatment of the complication/dissection/bailout (after stent implantation to cover target lesion). Stents were overlapping. Pt was asymptomatic at the 30 day follow-up stage.

Manufacturer narrative:
Evaluation codes, results: (dissection). Other (required secondary intervention).